Event description:
The event is reported as: complaint alleges - "the inflation tube came off when a doctor pulled it with a little force." Defect was discovered during surgery; no harm caused to pt.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.